Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 80% stenotic and severely calcified lesion was located in the tortuous right coronary artery (rca). The 2.5mm x 20mm maverick 2 monorail catheter was advanced to the lesion and inflated. The number of inflations and to what atmospheres of pressure (atms) is unknown. No patient injury or complications were reported. The patient's condition was reported as "good".